Manufacturer narrative:
Visual assessment of the device confirmed its breakage. The distal threads of the anchor have broken off and were not returned. The material surface area of the anchor where the threads have broken is heavily burnished. The tines of the inserter are splayed. Dimensional assessment is prohibitive due to the anchors condition. Due to these observations it appears that axial alignment was not maintained during insertion causing the anchor to come in contact with the cortical bone layer resulting in the threads breakage. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healthcare professional started to thread the anchor into the hole and the anchor threads started to peel off of the anchor/inserter in little bits. The case was a supraspinatus repair. The broken device was removed with graspers. A backup device was available to complete the procedure. There were no reported patient injuries. No other complications were noted.